Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/23/2014: missing audio bolus button, dim/faded/discolored display screen.

Manufacturer narrative:
Submitted: 05/05/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The audio bolus button was noted to be detached/missing. The display screen was found to be dim, faded and discolored.